Manufacturer narrative:
(B)(4): add'l lot numbers: 090524, 080404. Add'l device MFR dates: 05/24/2009, 04/04/2009. This product is not sold in the USA, but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The three rt212 adult inspiratory heated breathing circuits are en route to fisher & paykel healthcare for investigation. We will provide a f/u report upon receipt of the devices and completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported to our distributor that the heater wire alarm was triggered on the respiratory humidifier while in connection with a rt212 adult breathing circuit. This problem was reported to have occurred with three rt212 breathing circuits. No pt consequence was reported.